Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Water flow rate (wfr) was bouncing between 0.6-0.5 l/m. Neonatal pads in place. Walked through stop therapy, empty, disconnect and reconnect pads using proper technique. Restarted therapy. Patient temperature (pt) was 33.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 19c, water flow rate (wfr) was 0.7 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 18c, outlet control temperature (t2) was 18c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, mixing pump command (mpc) was 0, heater was 25, water reservoir level (wrl) was 4, system hours were 2522.5 and pump hours were 2457.6. Advised to keep an eye on water flow rate (wfr). If dropped below 0.7 l/m call back and could discuss swapping out for alternate set of pads.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Water flow rate (wfr) was bouncing between 0.6-0.5 l/m. Neonatal pads in place. Walked through stop therapy, empty, disconnect and reconnect pads using proper technique. Restarted therapy. Patient temperature (pt) was 33.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 19c, water flow rate (wfr) was 0.7 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 18c, outlet control temperature (t2) was 18c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 5.4c, water flow rate (wfr) was 0.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 29 percentage, mixing pump command (mpc) was 0, heater was 25, water reservoir level (wrl) was 4, system hours were 2522.5 and pump hours were 2457.6. Advised to keep an eye on water flow rate (wfr). If dropped below 0.7 l/m call back and could discuss swapping out for alternate set of pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Current controls in place to mitigate this failure include: a DHR could not be performed since no lot number was provided. The instructions for use have been reviewed and labeling was found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.